Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
String disintegrated [device breakage]. Case narrative: consumer reported via e-mail that tampon string disintegrated. No injury reported.